Manufacturer narrative:
Device received intermittent button response due to lcd unlock keypad connector. Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device uploaded properly to the carelink software and communicate properly. Device received with minor scratched display window. Device received with cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive. Customer's blood glucose was 408 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; correction has been made on this report with updated result code. The original result code was incorrect, corrected with result code.